Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for one patient sample using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas liat system. The initial test using a shimadzu test generated a sars-cov-2 negative result. On (B)(6) 2022, a new sample was collected and tested on the cobas liat system, and generated a sars-cov-2 positive result (influenza a&b negative). A new sample was collected and tested using a shimadzu test and generated a sars-cov-2 negative result. The positive and negative results were both reported. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA guidance for eua, 1 MDR is being submitted.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from patients with a low titer or from lab cross-contamination, the sample-to-sample variability and the differences in testing platforms. No curve abnormalities were noted in the datasets. A holistic review of the dataset provided was performed and there do not appear to be any instrument related issues as baseline and background values are within range. Samples with late CT values at lod indicate a very low viral load that can be either from samples with a low titer or from cross-contamination. Note that samples near or below the lod of the test may generate varying results on repeat testing. Different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. Also, specimen-to-specimen variability in the concentration of viral rna may occur due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset.